Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. All available information was investigated and a cause for the reported retraction problem with the delivery catheter (dc) handle could not be determined. The positioning failure (inability grasping the leaflets) was related to the patient anatomy and due to the condition of the leaflets (friable leaflets). Tissue damage appears to be due to patient and procedural conditions. The additional therapy/non-surgical treatment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other 3 mitraclip devices referenced are filed under separate medwatch report numbers.

Event description:
This is filed to report tissue damage (00324u126). It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr). Mitraclip delivery system (cds) (nt 00324u126) was advanced. During steering the delivery catheter handle was difficult to retract; grasping attempts were made but were unsuccessful due to the anatomy. The nt clip caused a leaflet tear. The clip was not implanted and the cds was removed. Another cds (xtw 00311u177) was advanced, grasping was difficult. The leaflets were grasped, and the clip was implanted; the leaflet tear worsened. Clip (xtw 00407u147) was advanced, grasping was difficult. The clip was implanted, again the leaflet tear kept worsening. A third clip (ntw 00327u137) was implanted without issue reducing mr to 2+. Approximately three hours after the procedure, the patient decompensated and went into cardiogenic shock. A balloon pump was used. Echocardiogram was performed, showing mr increased to 4 and the grasp with the xtw (clip 00407u147) had worsened, as there was more leaflet movement, but the clip remained stable on the leaflets. On (B)(6) 2020, a second mitraclip procedure was attempted to treat the torn leaflet. The cds (ntw 00518u127) was advanced but grasping was unsuccessful due to the anatomy. The leaflet injury continued to worsen during the attempt to grasp. The clip (ntw 00518u127) interacted with the implanted xtw clip (00407u147). As a result of the interaction and worsening of the leaflet injury and due to the friable texture of the valve the xtw clip (00407u147) detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The ntw clip (00518u127) was not implanted. No additional information.